Manufacturer narrative:
Evaluation findings: ten (10) unopened packages were received for evaluation. Visual examination of the 10 returned packages confirmed the customer complaint and found the packages were partially sealed in areas. In some of the packages, the blades were able to slip between the blister pack and the tyvek sheet and the sterility of the products was therefore compromised. There are no other similar reports received for this lot number. An investigation is in progress to determine the root cause of this report problem and a follow-up will be filed once the investigation has been completed.

Event description:
The customer reported that the sterile packages containing the mirco sagittal blades, fine were not properly sealed. This was noted pre-operatively by the surgical staff and thus there was no pt involvement/injury or surgical delay with this reported problem.